Event description:
Customer's husband states it appears insulin has backflowed into the plunger area near the spirit combo piston rod. Advised to remove the cartridge. Customer's husband states insulin appears to have leaked back past the plunger. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.